Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated two months after they were implanted, they had a whole system explant due to an infection. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Additional review indicated that the event occurred sometime after (B)(6) 2012, this is an approximate date and only the year is valid. Correction: additional review indicated that the patient's device was explanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.